Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 57mm in diameter thoracic aortic aneurysm in zone three. The proximal neck was 32 mm in diameter and 40 mm in length. The left and right common iliac arteries were 10 mm in diameter. A recent follow up CT scan revealed that the aneurysm has increased in size with no evidence of an endoleak. The physician stated that the aneurysm diameter once decreased, and has no idea why it enlarged again. The possibility of endotension (type v endoleak) cannot be denied, but it might possibly be a type ii endoleak which is not visible. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.